Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 142 mg/dl. The customer stated the numbers where ramping prior to the button error. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms, ramping numbers, or scroll bar moving on its own noted. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.